Event description:
This is a spontaneous case report received from a physician in united states on 08-jun-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted first in (B)(6) 2013 for permanent contraception. On an unspecified date, hsg was done and right tube was patent and device could not be found; left tube was in proper placement. In (B)(6) 2014, physician reattempted to insert essure and got proper placement on right side (3 device were in patient). A sonogram was done (date not specified) and it was noticed that there was an essure coil in each tube and on coil was halfway in the abdomen. Patient is complaining of severe pelvic pain and is asking for removal of the tubes with essure. Follow-up received on 21-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Perforation questionnaire received from physician on 11-jul-2016: the patient was (B)(6) at the time of report. Her medical history included gravida 3 and para 4; with 1 c-section and 2 voluntary pregnancy termination. (B)(6). She had no previous gynecological intervention. In (B)(6) 2013, essure was inserted by another physician. Incorrect position was diagnosed at time of the hsg (hysterosalpingogram) in (B)(6) 2014. A third essure was placed in the patent tube by the other physician. The patient presented with report of chronic pelvic pain since placement of essure. Essure was placed and then another was placed due to migration of essure in the right tube outside the tube and uterus. The third essure caused occlusion. The patient had a laparoscopy, an injection and colonoscopy and medical treatment for pelvic pain without relief. On (B)(6) 2016, all three essures were removed with laparoscopy assisted robot and by fluoroscopy. The removal was medically necessary and because the patient requested. The devices were around both tubes/cornua and one intact in the posterior cul de sac with adhesions. The pathology results showed fibrous adhesion and focal hemorrhage. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and in hsg on the right side, the device coil was not found. Then, the physician reattempted to insert essure and got proper placement on the same side (3 device were in patient). An ultrasound performed afterwards, showed that it was halfway in the abdomen, intact in the posterior cul de sac with adhesions. This event, seen as device dislocation into abdominal cavity, is listed in the reference safety information for essure. During essure use, the device may dislocate into fallopian tubes towards abdominal cavity. Although in this case, the insertion of other device in the same tube could have contributed for this dislocation, given its nature, causality with essure use cannot be excluded. This case is regarded as incident since device removal was required. The product technical analysis stated; as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.